Event description:
The vena cava filter was placed into a male patient in 2008 for recurrent pe. During attempted removal of the filter, the snare snapped in the patient and it took over 2 hours for filter removal. Patient experienced pain and CT shows filter legs outside the vessel wall.

Manufacturer narrative:
Evaluation: this event is still under investigation.